Event description:
Boston scientific received information that this left ventricular (lv) lead had become dislodged. Previously, loss of capture without impact on critical therapy had been observed. There were no reported adverse patient effects.

Manufacturer narrative:
To date, information was received confirming that this lv lead was subsequently removed from service. The investigation is considered closed.